Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level of 400 mg/dl to 500 mg/dl. The customer treated with insulin injections. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Customer declined to troubleshoot for high readings.. The product was/was not returned for analysis.